Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however, the power supply was replaced as a preventative. It was also noted that the system fan was noisy.

Event description:
It was reported that upon power-up the programmer emitted an odor that smelled like smoke. When caller went into the room to collect the programmer, there was the distinct smell of smoke and it was the only programmer powered on. The issue was unable to be reproduced. The programmer was returned for service. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.